Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were discussed but not performed. The patient had no adverse consequences and was stable.